Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Broken keypad screen support. Syringe plunger not in place was found in pump event history log. Reported problem was unable to be duplicated during power-up test. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: repair was not needed per syringe plunger not in place due no problem was found.

Event description:
It was reported that the device's plunger is not in place and internal crack screen. No patient injury was reported.